Event description:
According to the reporter, it was impossible for the surgeon to press the handle of the instrument. Another surgeon assisted and was able to fire the instrument. After this firing, the anastomosis was sufficient, and the tissue rings were complete. Reportedly, they resected this anastomosis and placed a new anastomosis with a new instrument. Procedure: unk